Manufacturer narrative:
It was reported that this lead was explanted, not capped. Out of range impedance was also reported on this lead. The lead was returned for analysis. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
It was reported that this lead was explanted, not capped. Out of range impedance was also reported on this lead. The lead was returned for analysis. The correct analysis results are now attached. Upon receipt, the lead under complaint was found cut approximately 5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment including the lead tip was not received for analysis. The returned lead fragment was visually and electrically analysed. The visual inspection demonstrated deformations of the inner coil close to the is-1 connector pin. Further investigations indicated that these damages were caused by over rotation of the inner coil during the retraction of the fixation helix. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this rv lead was capped and replaced on (B)(6) 2019 due to fracture.